Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump had moisture damage noted on lcd board. The insulin pump had a cracked lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The company representative reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 14.9 mmol/l. It was stated that the insulin pump was dropped into water. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.